Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15512. It was reported the pt lost stimulation. The sjm rep met with the pt and all contacts showed high impedances. Fluoroscopy revealed the ipg was flipped over and the lead was coiled around it. The lead also has a fracture. The lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.